Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was not working as one of device node stopped working. The patient had hemodynamic problem and asked if there are device that could correct the problem. Boston scientific technical services (ts) explained that there are devices that treat heart failure. Further, the patient stated that there were cath like sounds was heard but heart was fine. This pacemaker was explanted due for therapy upgrade. No adverse patient effects were reported. (B)(4)